Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150, an external fluid leak from the drain bag was observed. The leak was from the welding near the stopcock. It was detected at the intensive care unit (ICU) after ten hours into treatment. The user replaced the product and used a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.